Event description:
The following has been reported: biomed reported: service needed shut down during use. A preliminary review identified the following issue: pneumatic valve actuation failure (valve 2). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 2 actuation error. Mock infusion, recharge test, and hardware test were performed and the error was not reproduced. Log files indicate pneumatic valve actuation failure (valve 2). Valve 2 will be removed and replaced due to intermittent failure via pneumatic valve assembly during repair process.